Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a calcode issue with a one touch ultramini meter. The patient indicated that the alleged issue started on (B)(6) 2010, at 10:00 pm. The customer service representative (csr) noted that the patient was "afraid to test due to the calibration code on the screen." On (B)(6) 2010, at 6:30 am, the patient claimed that she developed symptoms of profuse sweating and thirst because of the alleged issue. The patient denied that she received any treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, if the patient was still able to test her blood glucose with the reported meter before and after the symptoms developed, what her last meter reading was before the symptoms developed, and what date/time the patient last tested on the meter before the symptoms developed. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for placement of a stent to treat a pancreatic duct leak, the physician used a cook endoscopy d.a.s.h. Dometip double lumen sphincterotome (which is provided with a pre-loaded 0.025 inch metro wire guide). During cannulation into the pancreatic duct the wire guide punctured through the side branch of the pancreatic duct. The user alleges the wire guide is "too sharp." A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The user does not know if the pt experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.